Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose reading, reset anomaly and moisture damage on the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer treated with manual injections. The customer stated that the pump got dumped into the pool. The customer stated that the screen is foggy. The customer stated that there is fluid under the lcd display. The customer was assisted with the time and date. The customer was assisted with the check settings alarm. The customer was unable to finish troubleshooting for constant tone. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.